Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod8 coils. During the procedure, while advancing a pod8 coil through a non-penumbra microcatheter, the physician met resistance and subsequently, the pod8 coil became stuck. The physician then attempted to retract the coil; however, resistance was also met and subsequently, the coil unintentionally detached within the microcatheter. Therefore, the physician removed the microcatheter from the patient with the pod8 coil stuck inside and completed the procedure using a new lantern delivery microcatheter (lantern) and a new ruby coil. It should be noted that the physician used a rotating hemostasis valve (rhv) and maintained a continuous flush during the procedure. There was no report of an adverse effect to the patient.